Event description:
The user facility in the united kingdom reported finding particulate during phaco. There were no clinical consequences. The procedure duration was increased by 0-15 minutes.

Manufacturer narrative:
This investigation is ongoing.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The particle is not available for evaluation. This investigation is pending the product return.

Manufacturer narrative:
One opened se5525wvb pack from lot x1191 was returned in a plastic bag labeled with the reference number for this event. Visual inspection found the assembly dirty with fluid in the lines. There is a small plastic cup with a blue surgical glove stretched over the top of it. The cup contains a needle wrench which is believed to belong to this event, a purple phaco needle tip, and a blue irrigation sleeve. The vit cutter tip protector is loose in the bag. The vit cutter needle is bent. A functional test was performed using a stellaris elite system. The cassette was captured and recognized by the system. The assembly passed the self-vacuum test, primed, irrigated and aspirated as intended. The vit cutter had good clean cuts and had good aspiration. A microscopic examination was performed on the needle wrench. There was some damaged material on the inside of the flats that hold the needle in place. However, the material was not loose. The needle tip was inspected and found that the flats of the hub had marred, gouged and scratched with material missing at the damaged locations. In addition, the shaft of the needle had gouges and scratches lengthwise, and are similar in appearance to damage seen when the needle comes in contact with another instrument. The tip of the needle was dinged and marred also. There are white particulates all over the needle. The irrigation sleeve is very dirty with dried solutions and particulates all over. However, no damage was found on the sleeve. These components look used. The original complaint cannot be substantiated due to the inadequate information provided with the materials the complainant returned, as none of the returned particles were individually identified or differentiated from the other returned particles. The original complaint describes that a "particulate was found during phaco", but does not describe the type of particle that was found, making identification of the complaint particle among the returned particles impossible. Due to the dirty, used condition of the returned particles and several components, with no traceability to the original complaint particle reported, the source and origin of the particles on the returned components cannot be determined. This investigation is complete.